Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a bilateral inguinal hernia procedure on (B)(6)2017 and barbed suture was used. While closing peritoneum utilizing running stitch technique, suture appeared to kink and broke. A different suture was used to complete the case. There were no patient consequences reported. No additional information available.